Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found two similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during preparation of a 3.5 x 8 mm nc trek, the protective sheath could not be removed from the balloon. Another trek was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.